Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to therapy upgrade/downgrade. A new lead was placed. No adverse patient effects were reported.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).